Manufacturer narrative:
B2 revised from the manufacturer device report 1220648-2024-25017 to include death. B5 mso statement added. H1 type of report revised from the manufacturer device report 1220648-2024-25017 to include death. H6 health effect - impact code revised from the manufacturer device report 1220648-2024-25017 to include death.

Event description:
Reportable for the death per mso review and given the impella-related event, heparin in the purge exacerbated the situation for the patient, there is not enough evidence to exclude the impella as a contributing factor to the outcome.

Manufacturer narrative:
The investigation for the high purge pressure and the vascular damage has been completed. Pump was not returned for investigation. Data logs were not returned for investigation as well. Without the data logs and the pump, the failure hpp cannot be investigated. Therefore, the root cause of the high purge pressure issue was not determined since product and data logs were not returned. Clinical information provided mentions that the patient had a tendency to bleed and was having nose bleeds and bleeding from the iabp site. Heparin had been added to the purge. The root cause of the vascular damage issue was not determined since product was not returned and lack of clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant had a impella 5.5 and extracorporeal membrane oxygenation (ECMO) support ongoing for a patient admitted in after transcatheter aortic valve replacement and suffering from acute myocardial infarction. The pump purge pressure (pp) rose and to troubleshoot the team adjusted the purge fluid and heparin concentration multiple times. The pump remained on for support despite the higher pp/purge system blocked. Later, the patient had a tendency to bleed and was experiencing nosebleeds. Managed with ECMO and intra-aortic balloon pump (iabp). Heparin was added to the purging fluid, and activated clotting time was extended to over 250 seconds and then escalated to impella 5.5. Nosebleeds continued and it was difficult to stop bleeding at the iabp removal site. Hemoglobin dropped from 9 to 6. Therefore, blood transfusion was performed. It was later reported that the patient expired and the death was unrelated to the impella 5.5 pump.